Event description:
Customer reported 3 pts burned or blistered in 2005. This was the first lightsheer hair removal treatment for pts jp and js and the second lightsheer hair removal treatment for pt wh. Per thecustomer, none of the pts rec'd medical intervention for the burns.

Manufacturer narrative:
Per the lumenis service depot, there was a small amount of debris on the sapphire tip. This foreign material appears to be the root cause of the incident. Per the service depot, the device energy was within specifications. The service depot cleaned the debris off the sapphire tip.

Event description:
Customer reported 3 pts burned or blistered between 01/28/2005 - 03/01/2005. This was the first lightsheer hair removal treatment for pts jp and js and the second lightsheer hair removal treatment for pt wh. Per the customer, none of the pts rec'd medical intervention for the burns.

Event description:
Customer reported 3 pts burned or blistered in 2005. This was the first lightsheer hair removal treatment for pts jp and js and the second lightsheer hair removal treatment for pt wh. Per the customer, none of the pts rec'd medical intervention for the burns.